Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon was unable to load the post-operative CT to his rosa brain planning station. Iq-view appeared to function normally, querying pacs and seeming to load the images after hitting the 'retrieve' button. However, closing iq-view was followed by a return to the exam manager window and nothing else happened. The exam manager was interactive and the CT images were not added to the list. The surgeon has a second planning station which is functioning normally, he has not been slowed down by this inconvenience.

Manufacturer narrative:
A full analysis of the data logs has been performed and the data provided did not permit to confirm the event described. The clinical representative (cr) stated that the installation cybersecurity package was stopped when it was still running and that the issue was solved by re-installing the operating system. None of the field service work instructions implies to stop a running process in the middle. Therefore it is probable that the cr manipulation provoked a setting issue on the folders protected by encryption which are part of the process of exams loading from pacs. However, the technical root cause of the event remains unknown. Corrected data: - d4 unique identifier (UDI) #: (B)(4).

Event description:
The surgeon was unable to load the post-operative CT to his rosa brain planning station. Iq-view appeared to function normally, querying pacs and seeming to load the images after hitting the 'retrieve' button. However, closing iq-view was followed by a return to the exam manager window and nothing else happened. The exam manager was interactive and the CT images were not added to the list. The surgeon has a second planning station which is functioning normally, he has not been slowed down by this inconvenience.